Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an infection. No other devices were implanted at this time. The ICD has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. It was concluded that the clinical observations are a known inherent risk with use of this product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an infection. Subsequently another ICD system was implanted. This ICD has been returned and analysis performed. No additional adverse patient effects were reported.